Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer's blood glucose was 112 mg/dl at the time of incident. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump did not pass self test. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device alarmed trace pointers are invalid error, history pointers failed and history pointers are corrupted error, and post-reset ram crc alarm immediately after battery installation, power supply test failed during self-test during self test, and power error alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the insulin pump was monitored and is functioned properly. No amount of basal completed plus amount left to go plus amount not needed to compensate for does not add up to the programmed dose alarm noted during testing or found in the downloaded history files.